Manufacturer narrative:
Section d10: corrected data. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of low speed and pump stop events, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. Based on previous complaint history, these findings appear consistent with a potential driveline issue. Additionally, a specific cause for the report of a small hemorrhage of the left inferior temporal gyrus could not be conclusively determined, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The submitted log file captured several low speed advisory/hazard events and pump stops on (B)(6) 2020 from 02:54:36 through 04:57:36 while the system controller was connected to a mobile power unit. Power elevations up to 8.1 w were observed during these events, and low flow hazard events were noted at times when a low speed hazard was active by design. Based on previous complaint history, these findings appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 20.5¿. The outer layers of the driveline were removed approximately 18¿ from the controller connector. Minor metal braided shield breakdown was observed along the length of the returned driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the pump stops or low speed events observed in the submitted log file. It was noted that the patient was placed on a grounded patient cable after the repair without issue. The small hemorrhage of the left inferior temporal gyrus resolved, and the plan was to discharge the patient. No equipment was exchanged besides the driveline repair. Incidental findings: during investigation of the returned driveline segment it was observed that the alignment feature on the exterior of the controller connector was partially worn off. The patient remains ongoing on (B)(6)and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii lvas instructions for use (IFU), lists stroke and bleeding as adverse events that may be associated with the use of heartmate ii lvas. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Further, section 6 provides details regarding the recommended anticoagulation therapy and inr range. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had couple of low speed and pump stoppage alarms yesterday while she was connected to mpu. She came to trauma last night for vad interrogation. Patient was put on batteries overnight (no alarms) and she is currently on unshielded patient cable. Upon physical inspection the external part of the driveline is intact without any visible physical damage. X-rays were ordered. The log file showed low speed and pump stop events on (B)(6) 2020 at 02:54 while using the mpu. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power/no ground cable until further investigation is completed. In order for technical services to identify a possible location of where the compromise in the lead is, x-rays will be needed. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. It was reported that the center was interested in a repair. Technical services will be onsite tomorrow. On (B)(6) 2020 tech services arrived onsite for driveline evaluation/repair. Performed repair ~3" inches from the exit site. Perc lead replacement performed. After repair tethered patient on grounded pt. Cable without issue / no alarms noted. Returned removed perc lead for evaluation. Patient's driveline x-rays reviewed while onsite (prior to repair). X-rays reviewed are unremarkable. It was reported that the patient is currently on the floor. The patient developed a small hemorrhage on (B)(6) 2020 of the left inferior temporal gyrus which has been resolved. The patient's driveline was repaired on (B)(6) 2020 by abbott technicians. Plan to discharge the patient. The mpu is operational currently. The mpu has a v-lock on the a/c power cord. It is unknown if the power cord came loose at the wall/outlet or the back of the unit. The patient states that the cord was plugged in and it didn't come loose. There were no environmental circumstances that would have affected the a/c power at the time of the event. No equipment was exchanged, just driveline repair.